Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the charger for an ilet device would not indicate charging despite attempts to use multiple outlets and reconnect the cord, leading the user to borrow another charger while a replacement was arranged. Symptoms included no alerts or alarms and no adverse clinical effects. Outcomes included replacement supplies shipped and completion of troubleshooting and education. Investigation included customer-reported troubleshooting steps to rule out outlet or connection issues. Investigation of this case revealed a nonfunctioning charger with no evidence of patient harm or device alarms. It was concluded, based on previously established findings for similar reports, that the cause was a defective accessory component.